Event description:
Customer reported that touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to lift the screen protector to confirm damage, and as resolution, was issued a replacement pump despite it being out of warranty.